Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was found that the atrial lead had become dislodged. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, the atrial lead exhibited a failure to capture and failure to sense. X-ray imaging showed the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.